Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
The manufacturer representative reported a patient implanted for non-malignant pain and multiple back operations had a lead migration the day after implant. The lead was repositioned the next day. During the post-operative programming session the patient was programmed using adaptive stimulation. The patient went through the different positions during programming and it went fine. The patient got up to leave but before they got out of the clinic they got a strong surge of stimulation that caused them to fall to the ground and curl up in a ball. The patient has not used their stimulation since the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.